Event description:
Two years ago a plastic surgeon injected teosyal pure sense redensity ii fillers to my cheekbone area (although I had asked for only teartrough area) and they caused great swelling, humps/bumps/ disfigurement on my face and disappeared my cheekbones. I have numbness/discomfort/feeling of stuffedness on my cheekbones since then I have visited several doctors but they couldn't dissolve these fillers completely nor could detect why this happened. I am pretty sure there is still fillers there because that area is still whiter/brighter and I feel the filler underneath. I need help from you about what the problem is and how I can get rid of this complication since my psychology is ruined. I am thinking about suing this company if none of these things work but first I want to focus on a resolution. Thank you. My phone: (B)(6). Ps. Hyaluronic acid fillers (teosyal) -company teoxane.